Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that after about a week of use "the [patient] had very red skin directly under the patch with blisters in varying stages (some were popped and open and other still intact)" after removing the patch "the skin got progressively lighter until it was a noticeable pink circle with very dry, flaking skin." Before placement chloraprep swabs were used to clean the insertion site, and sorbaview shield contours were used to dress the patch and catheter. After the incident the patient could not use the port for one week, and required peripheral access. The complainant reports that the patient has since recovered.